Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. No unexpected pump error 37 alarms noted during testing. The motor was tested outside the device and passed. Device received with broken belt clip rails. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump error. The customer¿s blood glucose value was 117 mg/dl. The customer reported that the pieces were missing of clip railing. Customer reported that they were able to clear and rewind the insulin pump. Customer reported that the displacement test was passed. Customer reported that the pump error occurred during rewind. The insulin pump will be returned for analysis.